Event description:
The patient developed diffuse lamellar keratitis in the right eye after undergoing lasik procedure. The flap was lifted and irrigated and the patient was treated with topical steroids. The patient has recovered with no further complications.